Event description:
Pt had PICC line placed so they could begin induction therapy for acute lymphocytic leukemia. Two days later pt became febrile (101.8 degrees). PICC line insertion site red and swollen. Blood cultures obtained. Fortaz started. The next day pt remained febrile. Vancomycin started, PICC line discontinued. The following day afebrile. Left arm remained erythematous. The next day afebrile. Cellulitis resolving. Remains on fortaz x 7 days and vanocmycin x 7 days.